Event description:
The drill broke.

Manufacturer narrative:
The reported event could be confirmed based on the received pictures and the returned device, since the drill is fractured at the forefront as described in the event description. The device inspection revealed the following: the cannulated drill and the double drill guide were returned for evaluation. The visual inspection has shown that the four (4) cutting edges are spread apart at the forefront of the drill. The drill bit cannot be removed from the drill guide due to the damaged cutting edges. But the drill bit is freely movable back and forth in the sleeve and the breakage occurred after the drill did pass the guide. There is no indication that the guide did contribute to the damage at the drill bit, the guide can therefore be considered as concomitant device. The cutting edges of the drill are on a length of about 4mm cracked without fragmentation. The intact part of the cutting edges is blunt as they are damaged with nicks and scratches all over. In retrospective it cannot be defined if these damages occurred during the procedure, where the breakage occurred or during a previous procedure. The microscopic view of the forefront shows that the main cutting edges are completely rounded and therefore completely blunt. There was obviously an excessive metallic contact either during the procedure, where the breakage occurred or during a previous procedure. In the cannulation are strong stress marks visible, which is a clear indication for an excessive contact with a most likely bent guide wire. The fracture face is homogeneous, which indicates material conformity, and has the typical view of a brittle overload fracture. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by an excessive contact with the guide wire during use. It can also not be excluded that the drill bit was already damaged/weakened from a previous procedure and that therefore high forces were apply to move the drill forward. In relation to the guide wire following statement of the asnis iii and asnis pro instruments instructions for use (v15270 rev ac, 12-2021) can be pointed out: it is particularly important to continuously screen with an image intensifier during guide wire insertion and whenever cannulated instruments are advanced over a guide wire. Frequent screening should also be carried out during screw insertion. In all cases, the benefit of fluoroscopy should be weighed against the risk from radiation exposure on an individual patient basis, in the line with requirements of si2000 no.1059 (the lonising radiation regulations ¿ medical exposure). If more information is provided, the case will be reassessed.

Event description:
The drill broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.